Manufacturer narrative:
This is a correction MDR with additional information. An initial MDR (9615741-2017-00040) was inadvertently sent as a follow-up#1 MDR on 11/29/201. The complaint related device has been received for evaluation. An investigation has been initiated.

Event description:
It was reported that the arthrodesis plate broke into patient. The first surgery was (B)(6) 2017. The broken plate was detected on (B)(6) with x-rays because the patient had pain at the level of the plate. Plate was removed during a revision surgery on (B)(6) 2017 and replaced by 3 pins. Additional information received: no particular medical history, no unanticipated issue during the surgery, the surgeon did not touch dorsiflexion.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2018. Results: evaluation of returned device; anomaly was confirmed, the part is broken as described by the customer. No dimensional or visual anomaly was found on the product. According to laboratory analysis, breakage of the plate was not consequence of poor raw material (surface condition or microstructure). DHR review; no anomaly was found. Complaints history; this is the first incident for the manufacturing lot fm67. Conclusion: no root cause could be determined at this time.